Event description:
It was reported that one day after a paddle lead implant the patient was unable to move their legs. Surgical intervention was undertaken on (B)(6) 2023 where the lead was explanted. Patients leg movement did not return post operatively, and patient is in rehabilitation in the hospital.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received. A single definitive root cause for the issue encountered was unable to be conclusively determined.